Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the device was implanted in 2006. Post-op, the device sank. The device was revised two weeks later.